Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2023, during procedure the implantable cardioverter defibrillator (ICD) silicone insert for the set screw came out while screwing. The device was not used. Post-procedure the patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of loose and/or displaced septum was confirmed. Upon receipt the right atrial and ventricular septa were found to be missing.